Event description:
(B)(4). When I had essure put in on (B)(6) 2008. I had I normal life until I started with essure. I noticed lack of energy immediately ! My body didn't feel like mine anymore, I started having joint pains back pains, stabbing feeling in my ovaries. By the time 2011 came I was diagnosed with hodgkin's lymphoma stage two I was only (B)(6) years old. I had to do chemo and radiation. Surgeries to have a port put in my chest because my veins were collapsing ! I've been dealing with major depression problems. I've been in and out of doctors so much ever since I had that essure put in. I had to spend thousands of dollars because my teeth were starting to rot out of my head. And I take very good care of my teeth always have! I have underwent cataract surgery in both eyes before the age of (B)(6)! My hands and feet or constantly going numb and had needle feelings. I have one left spot on my upper left forearm that constantly itches, the doctors and myself cannot figure out why! I have an extremely weak bladder. I cannot yell, (B)(6), laugh, jump, sneeze, without urinating on myself. I cannot lose weight no matter what I've tried and I've tried everything consistently including having a personal trainer and nutritionist. And they cannot figure out why I have weight problems. My thyroid blood work comes back normal. I have also had much more that I cannot think of at the moment. My insurance paid for this.